Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An MRI technician reported that the patient had their system explanted and a new system was implanted. The reason for the explant was unknown. There were no patient symptoms reported. The patient was implanted for spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.